Event description:
Customer reported baxter tubing will unwind from the maxplus value on the extension set and leak. There was no report of pt or user harm and no medical intervention required. No additional event or pt info is available.

Manufacturer narrative:
The device has been received, but the evaluation has yet begun. A follow up report will be submitted with failure investigation results once the evaluation has been completed.